Manufacturer narrative:
Model number/catalog number: sc-8336-50; serial number: (B)(4); batch/lot number: 7057315; model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom of fever was noted. The physician believed that the infection was not device nor procedure related and it is not known what caused it the patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient had an infection at the ipg site. Symptom of fever was noted. The physician believed that the infection was not device nor procedure related and it is not known what caused it the patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.